Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was used to complete the procedure? 1 vicryl as previously stated. Event date? Same date as submitted. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4).

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broke off of the needle during fasciae/capsule closure. No adverse patient consequences were reported. Additional information was requested.